Event description:
Initial reporter indicated that their (B) (4) handheld computer was having screen freezing issues. It was reported that it was suspected to be on the interrogation successful screen. The handheld computer contained 7.1 programming software. The nurse at the site was asked to reseat the flashcard since screen freezes were a known event with x5 and 7.1 programming software. The nurse was unable to get flashcard back out of the handheld computer. It was attempted multiple times with multiple people. It is believed flashcard was somehow installed in the handheld by being inserted upside down. Good faith attempts have been made for the product for analysis.